Manufacturer narrative:
The vitrectomy probes have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "cutter not working" (failure to cut). The nurse reported the vitrectomy probes were not working. The issue was noted during set up. The probes were switched out and the case proceeded. No patient involvement was reported.